Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-nov-2022 to 21-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2 failed as device was not detected on bus. The field service engineer turned off the station power and reseated the cables. After powering the station back on, there was no change in performance. Subsequently, the field service engineer replaced both pyxis module controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system had drawer failure. The customer reported that user was obstructed from the removal of the medication, oxycodone, from the device resulting in a delay of several hours for the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 2 failed as device not detected on bus. A field service engineer conducted an inspection of the station and identified a damaged controller board, which was subsequently replaced to rectify the issue. The system was functional as intended.

Event description:
It was reported by the customer that the pyxis medstation es system had drawer failure.the customer reported that user obstructed the removal of the medication oxycodone from the device, resulting in a delay of several hours for the patient.there were no adverse events or injuries reported based on this event.